Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the clinician had difficulty engaging the right ventricular (rv) pace/sense setscrew on the implantable cardioverter defibrillator (ICD). Multiple attempts were made, and it was felt that the is-1 pin was not completely inserted and the fixation was not adequate. The ICD was not used and a new ICD was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.